Manufacturer narrative:
Complaint reported to numed through their distributor bis / FDA medsun report. Repeated attempts to get more information did not result in any additional information. It is unknown as to what pressure the device was taken to, and whether or not an inflation device with pressure gauge was used as indicated in the instrucitons for use. This complaint could not be confirmed as the device was not returned for investigation. A review of the device history record was performed and no issues were noted. There are no other complaints associated with this lot number of devices. A review was also performed on the balloon tubing used to manufacture these balloons. No other complaints were associated with the tubing used to manufacture the balloons. A comparative catheter was pulled and tested for rated burst pressure. The comparative catheter was the same catalog number but a different lot number as the complaint catheter. The balloon was immersed in a body temperature bath and incrementally inflated until it burst. The balloon burst in a longitudinal direction at 6atm. Well above the labeled rated burst pressure of 2.0 atm. The complaint could not be duplicated with the comparative catheter, and the device performed as intended.

Event description:
Received by distributor through the medsun reporting. While deploying the z-med balloon inside the valve it ruptured. It was then wrapped around the wire in the patient. The physician was able to pull the balloon out with difficulty, and the sheath in the groin was bent during the extraction process.